Event description:
The pt reported experiencing infrequent e4 (occlusion) errors and elevated blood glucose for approx 2-3 weeks during bolus delivery. She has been injecting insulin via syringe for boluses. During the past few days she stated e4 errors have been occurring once per hour. She stated that she will use injection therapy until a replacement infusion device arrives. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.